Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 180-200 units of insulin during the load sequence. Reportedly, the customer experienced an elevated blood glucose (bg) level of more than 600 mg/dl. Elevated bg was addressed by administering a manual injection. Reportedly, the customer declined further troubleshooting with tandem technical support; therefore, no additional information was able to be obtained.